Event description:
Alleged deflation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak. Updates/corrections made to sections b5, d9b, g3, g6, h2, h3, h6, h10.

Event description:
Deflation resulting in explantation